Event description:
It was reported that during the pta / stenting treatment procedure, difficulty was encountered removing the sentinol nitinol biliary stent system. Following successful stent placement, the delivery catheter became stuck on the 035 amplatz wire during retraction. The catheter was successfully removed after several attempts by applying additional withdrawal force. The patient was reported to have no injuries or complications.